Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since occasional black screen was not confirmed during the evaluation, the definitive root cause of the customer's reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during cleaning and disinfection, the subject device had occasional blackouts while being used with the video processor. The intended procedure, a therapeutic laparoscopic cholecystectomy, was completed using the same set of equipment. No issues were reported with the video processor. There were no reports of surgical delays or patient harm.

Manufacturer narrative:
E1: address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during cleaning and disinfection. The subject device had occasional blackouts, while being used with the video processor. The intended procedure, a therapeutic laparoscopic cholecystectomy, was completed using the same set of equipment. No issues were reported with the video processor. There were no reports of surgical delays or patient harm.